Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recu2417 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "when the operator normally connects the extension tube, and after hearing the click of the buckle, gently pull to check the integrity of the connection, and the catheter and the extension tube are detached." No other information provided.